Event description:
It was reported that the customer experienced a "high" blood glucose (bg) level. The cause of the high bg was unknown, and a specific bg value was not provided. A manual insulin injection was administered to address bg level. Tandem technical support (cts) performed a pump system check determined the cartridge and insulin had been in use past labeling. Cts educated the customer on cartridge and insulin labeling. The customer loaded a new cartridge onto the pump. Reportedly, high blood glucose levels continued. Cts performed a pump system check and verified the pump functioned as intended.

Manufacturer narrative:
Device not returned.